Event description:
The lay user / patient contacted lfs alleging that the meter does not power on. The patient mentioned that she dropped the meter in the water and attempted to test, and the meter would not power on. At an unspecified time later after the incident began, the patient developed symptoms of frequent urination and thirst. She did not seek any medical attention or treat herself due to the reported issue. The meter was replaced. The complaint is being reported since the patient reported that she was unable to test due to the meter not turning on, and at unspecified time later exhibited symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.